Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -07.00/+1.5/087 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted later that same day due to excessive vaulting and the problem was resolved. The lens was not replaced with another icl lens. The cause of the event was unknown.

Manufacturer narrative:
Expiration date: 31-may-2025. No similar complaint was reported for units within the same lot. (B)(4).